Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 "health professional marked down". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is not known why the issue occurred. The event can be detected and/or prevented by following the instructions written on the manual, which state: instructions evis eus ultrasound bronchofibervideoscope olympus bf-uc190f important information ¿ please read before use warnings and cautions ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. ¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. ¿ do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope screen went black at the end of a case. The issue occurred during diagnostic endobronchial ultrasound procedure that was completed using the same set of equipment without delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.